Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the patient is inconclusive due to the nature of the complaint and the evidence provided by the complainant. The product returned for investigation was a groshong 8 fr s/l catheter. It was reported that the catheter fell out 4 weeks after insertion. A visual observation of the returned catheter revealed nothing remarkable. The s/l tubing extended 45.5cm from the distal end of the bifurcation. A suture was tied around the catheter proximal to the cuff. A functional test of the catheter revealed that the lumens were patent to infusion and no leaks were noted. A microscopic examination of the surecuff revealed nothing remarkable. Residue was visible within the cuff fibers, but when compared to an unused sample, no damage was noted with the cuff. The amount and rate of tissue growth into the cuff can be affected by the patient¿s physiology and the location of the cuff within the patient. The product IFU provides techniques for catheter securement and states, ¿use suture wings to secure catheters. Secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Many institutions have recommended the use of an extension set. Avoid tension on the external segment to prevent dislodging the catheter.¿ these guidelines may help prevent catheter dislodgement. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl1992 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported the line fell out. The patient had a period off treprostinill and experienced chest pain and breathlessness and had 2 IV lines placed as an interim measure. The device is due to be replaced on (B)(6).